Event description:
The containers used by my pharmacy for prescription pills are markedly inferior. The threads in the body and the cap are poor quality, resulting in cross-threading, or failure of the caps to completely screw down. If the containers are dropped from the overhead cabinet to the sink countertop, or from my waist to the floor, the caps falls off, spilling all the pills. The pharmacy is (B)(6). They were advised of the problem, but continue using the same container. I can provide a sample of the container. The product is not compounded; the product was not over-the-counter.